Manufacturer narrative:
On 13-nov-2023, the following additional information was obtained: the cannula seal was not inspected prior to use. The surgeon was inserting a cook lapsac surgical tissue pouch for specimen removal when the fragmentation occurred. The cannula seal was in use for the entirety of the procedure when the issue occurred. No collisions occurred. A robotic grasper was used to place all of the fragments in the bag with the specimen. All fragments were retrieved, which was confirmed by visually scanning the surgical field. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The cannula seal has been sent back to intuitive for analysis. The fragment will not be returned as it is very small. A photograph of the cannula seal has been provided. Review of the provided image is consistent with the alleged complaint that a fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the cannula seal broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal port accessory was analyzed and the complaint regarding the device breaking was not confirmed by failure analysis. During visual inspection, the seal port accessory was found to have no damage or broken ports. The stopcock was not loose nor broken. The seal port accessory was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that a plastic piece of the cannula seal port accessory broke off within the patient and was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.